Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Functional testing involved a leak test and found a leak in the cuff. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A review of the inflation test was performed on 32 devices and found no deflated cuffs. Based on the evidence, the root cause was unable to be determined.

Manufacturer narrative:
Event date: it was reported that the event occurred in 2017. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the cuff of a portex® blue line ultra® suctionaid tracheostomy tube would not inflate, even after intubation took place. A pre-use leak check was performed, and no leaks were found. No injury was reported.